Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery procedure, air or gas leak from the seal was showing on the skin surface. The procedure was completed with no other issues. There was no patient injury.